Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited intermittent atrial undersensing, false auto mode switch ¿ ams exits were noted during freeze capture. The patient was asymptomatic to the event. The device was reprogrammed.